Event description:
Discordant advia centaur cp troponin ultra results were obtained on pt samples. Customer runs the test in duplicate. The results were not reported to the clinician as customer was aware of discordant results before releasing. There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a faulty sample syringe. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.